Manufacturer narrative:
Received one (1) used list# 065430403 t-u-r y-set. As received, kinks were observed in the tubing after the drip chamber. Some of the kinks were observed to have indentations. In attempts to replicate clinical use, the set was attached to an ICU medical-provided intravenous (IV) bag and connected to the piercing pin (one at a time). Flow was established through the kinks. One of the indentations matched the shape of the side profile of the roller clamp. The complaint of crimping can be confirmed; however, it was not found to prevent flow. The probable cause of the kink is unknown; however, it was not found to occlude flow. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 3/14/2025.

Manufacturer narrative:
The device is not available for evaluation, but a lot history will be performed.

Event description:
The event involved a t-u-r y-set, nonvented, 96 inch where the customer reports tubing is severely crimped and restricts/prevents flow. It is unknown if there is patient involvement, however, harm was not reported as a consequence of this event.